Event description:
On (B)(6) 2019 nsk america became aware of a patient injury event from documentation included on a service request. Office was contacted by phone on (B)(6) 2019 and confirmation of a blistered burn injury to a patient's lip was received. Patient is reported to have healed normally and no further medical treatment for the injury was required at the time of the call. Office also stated that a second patient was injured with the same handpiece (reference report 1422375-2019-00016). A request made by nsk america for further detail on the event or patient status was declined by the office and no further detail is available.